Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's machine flow sensor and inline proximal filter were found to be contaminated with dirt and were replaced to address the issue. Additionally, not related to the above issue, the device's display was found to be scratched and dirty and was replaced to address the issue. Also, there was a noise heard from the blower and the blower assembly was replaced to address the issue. These issues would not affect the device's ability to deliver therapy as designed.